Event description:
It was reported that customer experienced high blood glucose, with highest level of 248 mg/dl, and suspected cause remained unknown. There was no reported impact to the customer¿s blood glucose level beyond this elevated reading. Cts instructed customer to fill tubing and cartridge pigtail where no insulin drops were seen, after which customer was guided to load new cartridge and was advised to replace supplies as needed and then resume insulin delivery.